Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the keypad was found to be intact; no damage to the audio bolus button cover was observed. The complaint that the audio bolus button was under-responsive was not duplicated during testing. The audio bolus button responded appropriately. The pump case was removed and no moisture or damage was observed inside the pump. There was no defect found during the investigation related to the complaint.